Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal variceal procedure to treat esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, the bands did not deploy off the ligator after the handle was rotated. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.